Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure and self-test did not passed. The customer¿s blood glucose was 347 mg/dl. Customer reported other blood glucose values such as 200 mg/dl. Customer experienced high blood glucose level. Insulin pump did not allege under delivery. The troubleshooting was performed. Customer reported that they were able to clear and rewind the insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the insulin pump trace download due to broken trace at pin6/sda on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).